Manufacturer narrative:
H6: investigation conclusions code d1002 - the complaint reports a vsx device endoprosthesis becoming stuck in the introducer sheath during attempted deployment. It was reported that deployment was initiated with the vsx device still partially inside the sheath and the sheath was simultaneously attempted to be withdrawn. The endoprosthesis reportedly became stuck in the introducer sheath and shifted as the sheath was withdrawn. The condition of the vsx device as returned was consistent with the complaint details as reported. The vsx device was still inserted through the introducer sheath. The endoprosthesis was partially deployed with expansion at the distal end, which was protruding from the sheath. The endoprosthesis was not able to be removed during evaluation. Therefore, the complaint of the vsx device endoprosthesis becoming stuck in the sheath was confirmed. The complaint of movement during deployment could not be independently confirmed. The cause of the observed stuck endoprosthesis and the movement of the endoprosthesis during deployment as reported are consistent with expansion of the endoprosthesis inside the sheath related to the procedural attempt to deploy the vsx device while simultaneously withdrawing the sheath. Event related to procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - a review of the manufacturing records indicated the device met pre-release specifications. B01 - the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of device stuck in sheath is consistent with the findings of device returned stuck within the sheath. The obstruction of the sheath made it impossible to attempt further deployment. Exposed distal end of endoprosthesis and length of deployment line loose at the knob indicates that deployment was attempted before device was returned. Engineering evaluation of the device could confirm the reported failure of device stuck in sheath. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the reported failure mode could not be established with the available information. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with an 8mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat occlusion of the main iliac artery. A bare stent was placed at right iliac artery. Two 7f x 90 sheaths (barty) were used and placed at both sides of femoral arteries. Two vsx devices were advanced through sheath to target lesions at abdominal to both sides of iliac arteries. Right sheath was withdrawn while right 8mm x 6cm vsx device was deployed successfully. While left sheath was withdrawing with a portion of the endoprosthesis exposed, the left 8mm x 10cm vsx device deployment knob was pulled. It was found that vsx device was not deployed as normal, and it was displacing as the sheath continued withdrawing (delivery system remained unmoved). Physician tried withdrawing sheath continously, but she found that vsx device was stuck in the sheath. Therefore, the vsx device and sheath were removed together from patient. Another 8f sheath and vsx device of same size were used to complete the procedure successfully. Patient did not experience any adverse consequences.